Event description:
Device report from synthes reports an event in canada as follows: it was reported that during routine inspection on (B)(6) 2022, medical device reprocessing staff discovered that the helical blade coupling screw could not be taken apart from or disengaged from item the helical blade inserter. Staff assessed that the threads contained on each instrument must have become cross-threaded together in such a way that efforts to undo each item from the other were not met with success. The instruments were deemed to be no longer functional and were discarded. No further information is available. This report involves one helical blade inserter. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter occupation is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.